Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image on the hd camera head during preparation for use. There was no delay in procedure as the device was replaced with another device. There was no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was not confirmed. The inspection of the returned device revealed that connector was cracked and leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.